Event description:
It was reported that soon after the initial hair removal procedure, patient experienced an adverse reaction. Patient developed welts and red blisters in various spots where procedures were done (armpits, vaginal area, and legs). The next day, patient was examined by the facility on site dermatologist, dr, who prescribed medrol and hydrocortisone. Dr concluded that patient was pre-disposed to this type of reaction, since she had the same reaction at another facility before. Her condition has greatly improved, and she was talking about continuing treatments. There is no permanent damage to patient.

Manufacturer narrative:
It was also reported that the lightsheer had just previously been serviced, and calibrated prior to incident date of 2007. No further incidents have been reported since incident date.